Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported slda (single leaflet device attachment) and poor image resolution appears to be related to patient morphology/pathology (restricted posterior leaflet). A definitive cause of the unchanged mr could not be determined in this case. The patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). It was very difficult to visualize the leaflets during the procedure due to the patient anatomy. A short time after the first mitraclip was implanted, a single leaflet device attachment was noted as the posterior mitral valve leaflet was no longer captured inside the mitraclip. Two additional mitraclips were implanted to stabilize the first one and attempt to further reduce the mr. The procedure completed with an unchanged mr grade 4. No additional information was provided.